Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 204) has been confirmed. As received, the belt receptacle was pulled from the monitor case, creating a loose connection at the j1002 connector. The cause of the code 204 is the damaged receptacle and connector. The root cause of the damaged receptacle and connector is excessive force placed at the receptacle. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that the belt receptacle on a patient's monitor was damaged and the device was producing service code 204.